Event description:
A nurse at the user facility reports that an intraocular lens (iol) was cracked in the cartridge of the iol delivery system. The incision was enlarged to facilitate removal of the cracked lens. Add'l info has been requested.